Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The patient was not hospitalized for the event. On an unknown date, the patient was treated with an injection (inj) of vancomycin 1gm/5day IV, and (inj) fortum 1gm IV 3 times a day for 14 days. The hp was reported to be recovering. Additional information was requested but not provided.